Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product was not returned for investigation. Data logs were reviewed, and the lt log showed that when plugged into the console, an "optical system error controller" alarm triggered. In reviewing the imc logs, the pump was recognized when plugged in, the automated impella controller (aic) started to sample the optical signal, and an "opm signal invalid" alarm triggered. They tried unplugging the pump and starting over, and the same alarm triggered again. The team then plugged in a new pump (sn (B)(6) into the same aic and the same alarm persisted twice. They start the pump anyways and the "placement signal not reliable alarm" triggers and persists until they can plug the pump into a new aic (ic7734). With the new console, the issue does not occur based on lt logs. Additionally, for the pump used prior to the 24-35133-1 pump, the placement signal not reliable alarm triggered midway through the case and never recovered. Signal not reliable (snr) dropped to zero, contrast increased, lamp increased, gain and light remained the same. Based on review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to 24-35133-2 for an investigation into the aic. The failure mode was changed from placement signal issue to optical signal issue because it is a left-sided device, so the only sensor is an optical (not dp). A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported that a patient was on impella cp support due to occluded left anterior descending artery (lad) an optical sensor alarm was present. The patient was brought to intensive care unit, automated impella controller (aic) was switched, and placement signal was obtained.